Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), device breakage ('fallopian tubes stomps - portions of coiled wire consistent with retained fragments of essure devices') and colitis ulcerative ('gastrointestinal or digestive system condition type: severe ulcerative colitis') in an adult female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, constipation chronic, heartburn, fluid retention and abdominal pain. Concurrent conditions included overweight, hemorrhagic cyst, rectocele, uterine bleeding, uterine bleeding, gerd, multiple allergies and asthma. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: extreme dry skin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), colitis ulcerative (seriousness criterion medically significant), alopecia ("hair loss"), back pain ("back pain/low back pain"), muscle spasms ("leg spasms"), headache ("headaches") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2017: hysterectomy with bilateral salpingo-oophorectomy, d&c). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight fluctuation, colitis ulcerative, alopecia, back pain, muscle spasms, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, colitis ulcerative, cystitis, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: insertion date as per previous source document: (B)(6) 2014. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. The device was noted in the orifice with 2 trailing bands on right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: as per pfs: total bilateral occlusion. Showed proper placement of essure. As per mr: findings: endometrial cavity: normal configuration and appearance. Fallopian tubes: radiopaque wires seen in bilateral hemi pelvis likely the essure within bilateral fallopian tubes. After injection of the contrast, there is no passage of the contrast through either fallopian tube. Pathology test - on (B)(6) 2017: diagnostic impression. Uterus: cervix - chronic cervicitis with squamous metaplasia. Endometrium - secretory phase. Myometrium - sub serosal leiomyoma. Fallopian tubes stomps - portions of coiled wire consistent with retained fragments of essure devices. Essure device - coiled wire consistent with portion of essure device with adherent portions of benign fibro vascular tissue. Right fallopian tube - complete cross section of fallopian tube. Benign para tubal cyst noted. Left fallopian tube - complete cross section of fallopian tube. Benign para tubal cyst noted.. Ultrasound pelvis - on (B)(6) 2017: impression: bilateral fallopian tubes are blocked status post essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), malposition of essure device, rashes or skin conditions: type: extreme dry skin, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss, gastrointestinal or digestive system condition type: severe ulcerative colitis, hair loss, back pain/lower back pain, leg spasms, headaches, bloating. Event added from mr: fallopian tubes stomps - portions of coiled wire consistent with retained fragments of essure devices. Lot number was added. Concomitant conditions, historical conditions, lab data and reporter's information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), device breakage ('fallopian tubes stomps - portions of coiled wire consistent with retained fragments of essure devices') and colitis ulcerative ('gastrointestinal or digestive system condition type: severe ulcerative colitis') in an adult female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, constipation chronic, heartburn, fluid retention and abdominal pain. Concurrent conditions included overweight, hemorrhagic cyst, rectocele, uterine bleeding, uterine bleeding, gerd, multiple allergies and asthma. On (B)(6) 2014, the patient had essure inserted. In february 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: extreme dry skin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), colitis ulcerative (seriousness criterion medically significant), alopecia ("hair loss"), back pain ("back pain/low back pain"), muscle spasms ("leg spasms"), headache ("headaches") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2017: hysterectomy with bilateral salpingo-oophorectomy, d&c). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight fluctuation, colitis ulcerative, alopecia, back pain, muscle spasms, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, colitis ulcerative, cystitis, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: insertion date as per previous source document: 01-feb-2014. Current weight as of 18-sep-2019: 155 lbs. Approximate weight at the time of essure placement 200 lbs. The device was noted in the orifice with 2 trailing bands on right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: as per pfs: total bilateral occlusion. Showed proper placement of essure. As per mr: findings: endometrial cavity: normal configuration and appearance. Fallopian tubes: radiopaque wires seen in bilateral hemi pelvis likely the essure within bilateral fallopian tubes. After injection of the contrast, there is no passage of the contrast through either fallopian tube.. Pathology test - on 28-jul-2017: diagnostic impression uterus: cervix - chronic cervicitis with squamous metaplasia. Endometrium - secretory phase. Myometrium - sub serosal leiomyoma. Fallopian tubes stomps - portions of coiled wire consistent with retained fragments of essure devices. Essure device - coiled wire consistent with portion of essure device with adherent portions of benign fibro vascular tissue. Right fallopian tube - complete cross section of fallopian tube. Benign para tubal cyst noted. Left fallopian tube - complete cross section of fallopian tube. Benign para tubal cyst noted.. Ultrasound pelvis - on 28-jul-2017: impression: bilateral fallopian tubes are blocked status post essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, dysmenorrhea. Lot number: b53032 manufacturing date: 2013/07 expiration date: 2016/07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.